Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of symptom onset is unknown. This report is for an unknown quantity of unknown screws. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date in (B)(6) 2015. The patient was officially revised to new hardware on (B)(6) 2016; however, the original hardware was removed a week prior during a separate explant procedure. Exact date is unknown. Per facility, the complainant parts are not expected to be returned for manufacturer review/investigation. The 510 k#: unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure, consisting of a left proximal humerus repair with bone grafting, was performed on (B)(6) 2016 due to reports of pain, stiffness, and a confirmed non-union. The patient was originally treated for a fractured left proximal humerus in (B)(6) 2015 via open reduction internal fixation (orif) utilizing a 3.5mm locking compression (lcp) 5-hole proximal humerus plate and an unknown quantity of screws. On an unknown post-operative date, the patient presented with pain and stiffness. A non-union was also confirmed. All of the originally implanted hardware was explanted on an unknown date approximately one (1) week prior to (B)(6) 2016. At the time of removal, the surgeon wanted to rule out infection, so cultures were taken of the non-union site. Following negative results for infection, the patient was again returned to the operating room where the fracture was revised with a 4-hole left periarticular proximal humerus plate and screws. Bone grafting was then used to stabilize the non-union. The procedure was completed successfully with no reports of delay or additional medical intervention. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).